Event description:
A moss miami magnum polyaxial stainless steel screw broke at the right ilium one month post-operatively. According to the complainant, the screw was implanted in 2002 as part of a t10-s1 construct and it was explanted 1 month later. There were no other adverse consequences to the pt. The product and lot code were not reported. The product was not returned for evaluation. A definitive cause of the event cannot be determined. No further evaluation could be performed. Info from the surgeons revealed that they used the screw in a complex adult scoliosis construct. The screw was placed in the ilium. The moss miami magnum polyaxial screws are not indicated for this use. Therefore, it is likely that the in-vivo loads of this construct exceeded the load carrying capacity of the screw. To help to alleviate these types of events from recurring in the future, the transition radius of the screw shaft was changed to provide additional strength to the screw. Since these complaints originated from one hosp group of surgeons who were using the screws in very complex and demanding constructs, and no other complaints have been reported, the change to the shaft is being incorported on a phase-in basis. All of these surgeons have been contacted and informed of the design limitations of these screws. No further action is required.